Event description:
Reported due to air embolus, hospitalization and interventional procedure on 12/29/2005, the physician successfully placed a xact stent into the left ica/cca. The vessel was described as being 99% stenosed. The target lesion was 15mm in length and "calcified". A 4.0 embolishield was deployed followed by balloon dilatation using a 4.0 x 30mm maverick monorail balloon. The xact stent was deployed followed by post-dilatation using a viatric balloon. An air embolism in the external and internal carotid arteries was noted during stent deployment with most of the embolus being trapped in the filter. There was also a hypotensive episode associated with change in neuro status that was reversed with IV neosynephrine. The patient was discharged on 12/30/2005 as expected. On an unknown date, the patient was readmitted for treatment of a urinary tract infection and sepsis. She also developed deep vein thrombosis. She was discharged on an unknown date. The patient was re-admitted in in 1/2006 due to "episodes of seizures and right-sided post-ictal paralysis (right todd's parasis)". CT scan of the head was negative for new infection. X-ray of the maxillary sinuses showed a new maxillary sinus fracture. The seizures were controlled with anticonvulstants and the patient was discharged on 1/24/2006.